Event description:
It was reported that during a lead revision procedure, the patient's implantable cardioverter defibrillator had the right ventricular port set screw stripped and could not be removed. It was elected to explant and replace the device. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove the lead from the header was confirmed. The right ventricular lead was stuck in the header upon receipt. The cause of difficulty removing the lead from the header was due to the setscrew being completely stripped, resulting in torque driver not being able to engage the setscrew. No device anomalies were found.